Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can affect stent dislodgement outside the body include, positive/negative pressure during prep, forced sheath removal, incorrect sheath size, or inadequate crimping. The IFU states that: "prior to using multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". A conclusive cause for the reported complaint of stent dislodgement cannot be determined; however, there is no indication of a product deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon, but was not realized until during the procedure. The stent could not be seen on the image. The stent was found on the table, in the surgery room. No additional event or patient information is available.